Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No unexpected motor error alarms noted. The insulin pump passed displacement test, rewind test and basic occlusion test and motor test. It alarmed compromised force sensor system during prime test due to faulty force sensor resistor. Device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and cracked belt clip slot.

Event description:
The customer reported that the insulin pump alarmed motor error during bolus delivery. Troubleshooting was done. Customer's blood glucose was 150 mg/dl. Customer does not use sensor feature on the insulin pump. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.